Event description:
It was reported that the left ventricular (lv) lead had dislodged and had no capture. When the pocket was opened and after dissecting into it, it was discovered the lv lead had an outer insulation failure. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4271 competitor implantable pacing lead, 0145 competitor implantable tachy lead. (B)(4).

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed and no anomalies were found. It was noted that the proximal and distal conductors both had blood (not obstructed) and were distorted from being pulled/stretched/overstressed. There was also apparent explant damage. The analyst commented that the lead body appears to have been torn from the proximal end of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.